Event description:
It was reported that an arteriotomy closure of the mildly calcified left common femoral artery was completed using a proglide device using a 6f sheath, after superficial femoral artery and anterior tibial artery interventional procedure. Reportedly, one hour after the procedure the patient had a cold left leg. Using an access site of the right common femoral artery, angioplasty was successfully performed to open the occlusion in the left common femoral artery. Reportedly, during the closure procedure of the mildly calcified right common femoral artery there was no blood flow from the marker lumen. The device was deployed and hemostasis was not achieved. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. Per the instructions for use: do not deploy the foot unless brisk pulsatile flow of blood is evident from the marker lumen.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4): failure to follow steps. Per the instructions for use- do not deploy the foot unless brisk pulsatile flow of blood is evident from the marker lumen.